Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that within two weeks post-implant, the patient presented to the physician's office where high thresholds, low r-waves, and a lead dislodgement were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.